Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was called in clinic when the patient received notification alert. Device was found to be in backup vvi mode with no reason. Upon reviewing the log files, it was noted that the reset was caused by merlin transmitter. Device download was performed successfully and nominal settings were set. Device normal function was restored.